Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l2) for the compression fracture on (B)(6) 2023. The event took place in sequence as follows: after 14 minutes of mixing, viscosity was checked, and the cement was injected using the first 2 mm syringe. It was confirmed that the cement leaked into outside of the vertebral body. Therefore, the surgeon stopped injecting the cement. On the other side, 4 mm cement was injected. The cement leak position appears to be in the lateral muscle area. The surgeon determined that there was no cement on the blood vessels. The surgery was completed successfully within 30 minutes delay. After the surgery, postoperative x-ray showed signs of pneumonia. The patient went straight into the ICU. Although it is unknown how this is related to the cement leak, the surgeon commented that it is not a problem. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.